Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels. Customer was unconscious due to low reading and the spouse gave her a glucagon shot which got the blood glucose up to 43 mg/dl, went up to 60-70 mg/dl later on. Customer then woke up with a blood glucose of 500-600 mg/dl range which was treated with manual injections. Customer mentioned issues with sensor getting alert for change sensor and calibration not accepted. Blood glucose was 211 mg/dl at the time of the incident. Customer declined troubleshooting. The customer also reported past hospitalizations for low blood readings back in 2010 and another one on (B)(6) 2013. Customer will return the sensor for analysis.